Event description:
It was reported that during the implant attempt, the lead was inserted over the guidewire, but the physician had trouble advancing the lead over the wire. The physician attempted to insert the lead multiple times, but was ultimately unsuccessful. It was suspected that there was a problem with the lead tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), the outer insulation was torn, and the lead appeared to have been damaged at implant.